Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The hcp reported that the patient¿s device hasn't worked since implant. Technical services redirected the caller to the healthcare professional to check device and determine eligibility.